Event description:
A customer contacted baxter's technical service center regarding smoke and sparks coming from the homechoice (hc) unit. The nurse stated that the hc smokes and sparks when plugged in. The nurse stated they were turning on the hc and it started smoking. The technical service representative (tsr) requested a swap of the hc unit. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A customer contacted baxter's technical service center regarding smoke and sparks coming from the homechoice(hc) device. The nurse stated that the hc smokes and sparks when plugged in. The device was returned for evaluation. The reported issue was confirmed during evaluation. The assignable cause was a damaged power inlet module, which was replaced. This issue is being investigated through CAPA.